Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had gone to the healthcare provider's (hcp) office and was told they needed to go in and move the leads on the right side because they found on an x-ray that the leads were over too far. The patient stated that it really hadn't been working and it never stopped the pain unless he was laying completely still since he had it. The patient had woken up the day of the report and had pain all across his back and from his left hip to his foot. It was noted that the hcp had turned off the implant and the patient wanted to try turning on stimulation and increasing it. The patient was eventually able to turn stimulation on and increase it to 1.6v and stated he was getting stimulation. The patient was going to try that setting to see if it helped with his leg and reported that the surgery for the leads was going to be next tuesday. The indication for use was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had revision of device because stimulation was going down the left leg and not the right. The patient reported that since the revision stimulation was good and was on the correct side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.